Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. D10: section d information references the main component of the system and other applicable components are the leads: product ID 977d260 serial# unknown product type screening device product ID 977d260 serial# unknown product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient via manufacturer representative and healthcare provider who was using an external neurostimulator (ens). Patient reported severe pain about an hour after leaving facility from scs trial. He was transferred to hospital by ambulance where he had a CT scan and was informed, he has a small hematoma. He is being kept overnight for observation. Additional information was received; trial leads removed today. Patient states 50% relief in feet pain, discharged from hospital after hematoma diagnosis. Physician aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that as the cause was hematoma at entry of injection site. Obtained trial remote from patient. Trial lead and wens discarded. Rep has possession of trial remote. Wens and lead discarded as they all worked properly.

Manufacturer narrative:
Product analysis: pli# 10 product ID# 9772501. Pli# 20 product ID# 977d260, pli# 30 product ID# 977d260: the returned devices was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The external neurostimulator (ens) and the leads passed functional testing. Analysis found no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the pain was determined to be a hematoma at the entry of the injection site.